Event description:
Clinical trial: it was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, severely calcified, proximal to mid lad (left anterior descending) lesion measuring 2.7x30mm with 80% stenosis. Target lesion one was treated with pre-dilation, rotational atherectomy, and placement of two overlapping taxus liberte stents (2.75x32mm and 2.75x12mm) resulting in 0% residual stenosis. Slow deflation and moderate ballon withdrawal resistance were reported for the 2.75x32mm taxus liberte stent delivery balloon. The event was resolved without treatment by reinflating the balloon, deflating the balloon, pushing, and torquing until the balloon successfully came away from the stent. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.